Event description:
It was reported, that: a patient underwent an initial right knee arthroplasty on (B)(6) 2020. Subsequently, a revision procedure was performed for an unknown reason, which was performed on (B)(6) 2022. Tibial component and bearing revised. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. The product has been requested to be returned to zimmer biomet for an investigation. Associated products: medical product: oxf twin-peg cmntd fem md PMA. Catalogue number: 161469. Lot number: 138860. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00195. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. These devices are used for treatment. A compatibility check shows the items are compatible. Review of complaint history identified 5 additional similar complaints about the reported item159525 and no additional complaints about the reported item and lot combination / 2 additional similar complaints about the reported item 159577 and item and lot combination. Medical records or x-rays have not been provided. The likely condition of the devices when they left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant photographs have not been provided and the product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to the reported events. Corrective or preventative action is not required. The root cause of the reported event cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00195-2. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: a patient underwent an initial right knee arthroplasty on aug 14, 2020. Subsequently, a revision procedure due for unknown reasons was performed on mar 21, 2022. Tibial component and bearing revised. Patient outcome: revision.

Event description:
It was reported, that: a patient underwent an initial right knee arthroplasty on (B)(6) 2020. Subsequently, a revision procedure due for unknown reasons was performed on (B)(6), 2022. Tibial component and bearing revised. Patient outcome: revision. Addi (B)(6) 2022: who was the surgeon for the initial procedure? (B)(6). At what hospital was the initial procedure performed? Unknown. Are any invoices, sticker sheets, or medical records (such as op-notes or x-rays (post-primary and pre-revision) available please identity what date the x-rays were taken? None available. Reason for the revision? Tibial loosening. Are the parts available for return? If not, why? No, hosp kept. Please provide the following patient information if available: unknown.

Manufacturer narrative:
(B)(4) this follow-up document is being submitted to relay supplemental information. . Supplemental information acquired: revision reason: tibial loosening multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00195-1. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be tendered.